Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) -against resistance and incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed; however, analysis of the returned device confirmed that it was the distal shaft of the device that was separated, not the tip as originally reported. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the nc trek global instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally the IFU states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the right coronary artery, two integrity stents were deployed successfully. An attempt was made to advance a 2.75x20 nc trek dilatation catheter over a balance guide wire to perform post-dilatation; however, while still outside of the anatomy, the catheter froze on the guide wire. An attempt was made to pull the catheter from the guide wire and the catheter tip separated on the guide wire. Both devices, including the separated tip, were removed as a single unit. A new unspecified guide wire and nc trek was used successfully to perform post dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the texture of the guide wire appeared to be "granular". The device was not prepped per the instructions for use. No additional information was provided.